Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported discrepant results with the covid-19 at-home test. On (B)(6) 2022 the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022 the consumer performed a covid-19 at-home test and the result was positive. The tests were performed within 24 hours. The consumer is experiencing flu-like symptoms. A pcr test was not performed. No other information can be provided. No additional information about treatment and outcome was provided.